Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective and uncomfortable stimulation a few months post implantation of the scs system. Reprogramming was attempted several times to no avail. The patient has not used the scs system in over six months. Surgical intervention is planned as the next course of action.